Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that 'the tip broke off on both sides during set up' the small clip applier instrument was not used in case. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that conductor wires were found to be intact and undamaged, but the drive cable was found to be frayed. The pitch down cable was frayed at the distal clevis hub location. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. Instrument was returned with both grips broken off near the base of the clip groove. The broken pieces were not returned, but measure roughly 0.130 x 0.050. Both intact sections of the grip exhibited bending below the fracture surface. The location of fracture lines up closely with installation depth of grips on rack that holds clips. Engineering concluded that damage was likely due to mishandling/misuse during clip installation. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.